Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported that in early (B)(6) 2019 the pump was going to be replaced due to normal battery depletion but during preop an active infection on the patient's arm was discovered so the surgery was postponed. While the infection was being treated for the low reservoir alarm occurred. It was noted that due to the fact that the pump was going to be replaced the alarm was just silenced and the patient was put on oral medication. The pump was noted to have begun alarming again; the caller was advices to perform telemetry. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider via the device manufacturer representative indicated that the critical alarm was going off. It was reported that the alarm was silenced per the order of the pain clinic. The pump would be replaced when the patient was medically cleared. In the meantime, they would be supplemented with oral medication. No further complications have been reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.